Event description:
Since having essure put in, I've had severe anxiety, depression, headaches, extremely heavy painful periods, mood swings, night sweats, can't sleep, extreme fatigue, gained 40 pounds, can't lose weight, bloating, shooting pains where the coils are placed and yes I can feel them. Leg pain, dizziness, light headed, blurred vision, heartburn/acid reflex, oily skin, acne problems that I've never had in my life and now have at (B)(6). And more I'm sure I am forgetting to mention, oh yeah, forgetfulness.